Event description:
Customer alleges false positive troponin (tni) results with meter. Pt was admitted for 3 day chest pains. Customer uses <0.05 as tni cutoff for normal.

Manufacturer narrative:
Investigation pending.